Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer was requested to update the software and perform trouble shooting tests on the service manual. Update received from the customer that the unit is working fine without any failure alarms after a complete calibration.

Event description:
The customer reported alarm 318 - inspiration valve failsafe failed or occlusion in inspiration tube and alarm 389 - no o2 dosing possible. There is no information regarding patient involvement.